Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012; inratio: 1.8, 3.4; lab: 4.3. Time between inratio tests was reported as ten minutes. Time between inratio and lab results were unk. Pt's therapeutic range is 2.0 - 3.0. Customer reported the pt reported vaginal bleeding and difficulty walking. Customer had no other details.

Manufacturer narrative:
Investigation pending.